Event description:
It was reported that at implant the atrial lead was sticking and dislodging. Helix could not be extended. After removing the lead it was observed that the helix was bent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of inability to extend helix and lead dislodgement was not confirmed. Analysis was normal. No anomaly was found.